Event description:
It was reported the colonovideoscope had an image blackout. This occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charge-coupled device unit, the image disappears and scope communication error e216 occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.